Manufacturer narrative:
Review of surgical images for procedure #(B)(6) shows capsulotomy begins on frame 3 with complete breakthrough on frame 8. There is no indication of capsular tear seen. Recommend reviewing capsular button removal technique. System functioned as designed. The patient was referred to retina for further evaluation. The patient is doing fine postoperatively.

Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (B)(6) reported that they experienced a capsular tear at 12o'clock following procedure ID # (B)(6).